Event description:
On 12/1/93, a 58-yr-old female outpatient was brought to rediology dept for the placement of a PICC line. The l-cath PICC line was placed into a svc catheter length 47.5 cm:18 ga. The pt tolerated the procedure well. On 12/22/93 when her husband was flushing the catheter, the hub and the catheter totally separated. The pt, an rn, was able to pinch off and hold the small piece of the catheter to contain the bleeding during their trip to the emergency dept. The catheter was removed in the emergency dept and inadverternly discarded.